Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the mobile view station (mvs) would not power up. Found blown 20 amp fuses f11 and f12. Replaced the fuses and the issue was resolved. The fuses have not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system would not power on. It was reported that no green lights on the system were illuminated. There was no patient present when this issue was identified. No additional details were provided.